Manufacturer narrative:
Regulatory reports (B)(4) were submitted in error. These regulatory reports will be captured under this new report number going forward. No further regulatory reports will be submitted under (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep stated they did a complete system replacement today. The lead and ins were replaced. The rep said "something was wrong with the lead". The rep said she does not know what was wrong because a different rep initially saw the patient. During the lead revision today the introducer "frayed" and the doctor was unable to puncture the dura. The doctor used a needle instead. Additional information was reported that the replacement was due to a change in the patient's coverage making the lead suspect and an updated battery. No further information was reported.